Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a audio and vibrate anomaly. The blood glucose at the time of the incident was 148 mg/dl. It was stated that assisted in performing self test. Customer reported that the pump did not beep during the tone test. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was set to alert on audio and vibrate. Volume was set on max. Audio tone functioning properly during testing. The device was received with minor scratched lcd window.